Event description:
The pinnacle treatment planning system has prompts that are not used at our facility. Staff need to click through the prompts as they cannot be hidden. Staff "passed over" the one prompt for localization which resulted in treatment fields being 9 cm off desired treatment area. Additional prompts have been added to the system for using the localization features.